Manufacturer narrative:
B4:(B)(6) 2021 a philips field service engineer (fse) completed an evaluation of the device, and the fse found that the device had suffered a fall and had some broken parts that required replacement and a battery that was over 5 years of age. The fse replaced the front and rear bezel to include the bezel end cap to resolve the reported issue and replace filters, a gasket, and the battery as part of standard preventative maintenance. The device returned to functionality after repairs were completed and returned to service.

Event description:
It was reported to philips that the touchscreen must be replaced as it does not work in some areas of the display. The device was not in use at the time of the event. There was no report of patient or user harm/impact. A philips field service engineer (fse) confirmed the issue and provided the customer with a quotation for the repair of the issue.